Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated w/ evaqua breathing circuit failed the leak test on a maquet servo I ventilator. The breathing circuit was leak tested before patient use. There was no patient consequence.

Manufacturer narrative:
Ps53061. This is a malfunction that has been reported to fisher & paykel healthcare (fph) by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The returned rt340 breathing circuit was visually inspected and pressure tested. Results: the breathing circuit passed the pressure test, however, it was observed that the connector pins on the inspiratory limb were crossed over and split in an unusual manner. Conclusion: the reported leak could not be replicated, as the breathing circuit passed the pressure test. Upon visual inspection, it was observed that the connector pins were crossed over and split. It is possible for the user to damage the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle, however, the damage is not consistent with insertion of a heater wire adaptor into the breathing circuit at an angle. As the customer has not reported damaged pins, it is likely that the customer intentionally bent the pins to prevent use of the circuit after it allegedly failed the leak test. (B)(4).